Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
It was reported that the chpv valve had unchanged flow of csf after reprogramming was performed. The complaint device was removed and another unknown device implanted.

Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. Numerous attempts were made to recover the device, with no success. If the sample is returned in the future, this complaint will be re-opened and evaluated. A search for relative complaint was not possible as the lot number is unknown. Review of the history device records was not possible as the lot number is unknown. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.